Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank. The customer's blood glucose level was 121 mg/dl. The customer was advised to remove battery. The insert battery alarm did not display on the insulin pump screen. The contacts on the battery cap were missing. They will be sent a replacement battery cap. There was no clear indication that the blank display was resolved. The customer will not return insulin pump for analysis.